Event description:
This patient experienced a thrombotic event approximately five days after cypher stent implantation in the proximal circumflex artery (lcx). This patient was admitted with an acute mi. Angiography revealed a 99% stenosis in the mid-lad (culprit lesion ) and a de novo, concentric 18mm long, b1 type lesion in the proximal lcx (3.5mm diameter vessel). During the initial procedure, a multi-link vision stent was implanted in the culprit lesion (mid-lad). No other details regarding this procedure are available. The patient was dischared from the cath lab and was hospitalized for stabilization. Six days later, in a staged procedure, the lcx was treated. 15,000 units of heparin were administered via IV. Acts measured during the procedure were 320 seconds. The lesion was predilated with a 2.5 x15mm balloon inflated to 12 atms. A 2.5 x 18mm cypher stent was deployed to 16 atms. The stent was not post dilated residual stenosis was 0% with timi iii flow. Five days later, whle still hospitalized, the patient complained of chest pain and was taken back to the cath lab. Angiography revealed a thrombus inside the previously implanted cypher stent in the lcx. Thrombus was not observed inside the multi-link vision stent implanted in the mid-lad. The thrombus was treated with aspiration thrombectomy and additional balloon inflations. The patient was discharged from the procedure in stable condition.

Manufacturer narrative:
The device is not distributed in the us: however, it is similar to us product. Additional informaton will be submitted within 30 days of receipt.